Event description:
Customer reported the device was alarming air in-line several times during the second blood infusion. There was no way of clearing the line so the user took the IV set out of the device to troubleshoot and the silicone segment separated from the upper fitment and blood leaked onto nurse's hands and clothes. The transfusion was half complete when the separation occurred. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
Internal file no: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.